Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken off of insulin pump therapy because the customer's blood glucose was dropping low during radiation therapy. The caller stated that the customer passed away in a hospital on (B)(6) 2013. The customer was hospitalized on (B)(6) 2013. The cause of death was cancer. The caller stated that the customer also had heart disease. The customer was not wearing the insulin pump at the time of death; it had been disconnected a couple of weeks prior to passing. The caller did not know whether the customer used sensors or not and if a sensors was worn at the time of death or not. The caller stated that they do not know the whereabouts of the customer's insulin pump. The caller did not have the insulin pump at the time of the phone call, therefor, the device information used on this medwatch report is the last known insulin pump to have been issued to the customer.